Manufacturer narrative:
Product complaint # (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Reporters state: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that at the time of fixing the medial malleolus, the surgeon decides to do it with the cannulates of 3.5, he passes 2 guide wires of 1.25 and at the moment of repositioning one of the needles, the tip is left in the bone and it cannot be extracted due to its location, the procedure is continued and a new guide wire was passed. No more information was available. This report is for (1) guide-wire 1.25 w/thread-tip w/trocar l1. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complaint summary: at the time of fixing the medial malleolus, the surgeon decides to do it with cannulates of 3.5, he passes 2 guide wires of 1.25 and at the moment of repositioning one of the needles, the tip is left in the bone and it cannot be extracted due to its location, the procedure is continued and a new guide wire is passed. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (1 image(s) from the attachment(s) located in notes & attachments section of the product complaint) until mar 05, 2021. The image(s) was reviewed and the complaint condition for broken could not be confirmed as the image provided is not clear enough to determine a broken instrument. The embedded device could not be confirmed as no x-rays were returned to us cq. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot the lot number is unknown therefore no mre could be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.